Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with cracked battery tube threads, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that long crack beginning from the top of the pump. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis